Event description:
Boston scientific received information that this patients right ventricular lead had become dislodged. The physician will perform a lead revision procedure to reattach the dislodged lead in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.